Manufacturer narrative:
The medical team in (B)(6) discarded all product in 2020. The (B)(6) registry team furnished no further details that could lead to root cause of the cva. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) had a successful impella cp support in (B)(6) 2020. Later in (B)(6) 2022 the (B)(4) registry noted an ischemic cva occurring during the support. The medical team could not confirm the use of impella was related or not to the outcome/adverse event.